Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a dbs case on (B)(6) 2024 that used percept pc with sensight leads. Inside ot, after all connections, while checking impedance of the implantable neurostimulator (ins), everything was normal and within range. They started first programming on (B)(6) and noticed high impedance in right stn along with connectivity failed warning. They waited for a few days expecting it would settle down on its own. But when they again tried programming session on (B)(6), it was same with high impedance in right side. Right stn bi-polar contact 11 indicated "avoid" and 11-8, 11-9a, 11-9b, 11-10a, 11-10b, 11-10c all indicated "high." Additional measures included: 10b-9a at 10,305 ohms; 10b-9c at 10,608 ohms; 10b-9c at 10,262 ohms; 10b-10a at 10,228 ohms; 10a-9a at 10,390 ohms; 10a-9b at 10,831 ohms; 10a-9c at 10,073 ohms; 9c-9a at 10,379 ohms; 9c-9b at 10,688 ohms; 9b-9a at 10,242 ohms. Right stn monopolar contact 11 indicated high. No symptoms were reported.

Event description:
Additional information was received reporting that the cause of the impedance issue was not determined. Actions taken in attempt to resolve the issue included revising all the connections that might cause high impedance, but this did not work. The issue was not resolved, hcp waited one month to settle the impedance on its own, but it did not. The patient is not getting desired stimulation, therefore not getting much symptoms relief. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep who clarified the revision occurred the same day. No additional actions or interventions have been planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.